Event description:
It was reported that the patient received inappropriate shocks from the fractured right ventricular (rv) lead due to oversensing. A lead integrity alert (lia) was triggered prior to the first shock. During the replacement procedure it was noted that a suture was crimping lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).